Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2011: (B)(6), diagnostic: gastric cancer. Procedure: subtotal gastrectomy. Staple line opened (B)(6) in the gastro-jejunal anastomosis. Didn´t have any other conditions that affect the surgery. Patient expired, dead cause pulmonary embolism.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastric procedure, the complications presented with the product are filtration of the staple line; in one case the staple line opened completely. During the surgery, the products works very good; the staple line form perfectly with good hemostasis; the problem occurs four or five days later causing a reoperation of the patient. Additional information being requested.

Manufacturer narrative:
(B)(4). There are not any specimens for return.